Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -15.5 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2018 the lens was explanted due to low vault. The surgeon stated on the last visit, date of (B)(6) 2018, "no adverse event on patient."

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro-centrifuge vial. Visual inspection found a piece of the haptic missing and residue on lens. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).